Event description:
Boston scientific received information that this programmer emitted smoke after it was used. Afterward, it could no longer be turned on. No adverse patient effects were reported.

Manufacturer narrative:
This programmer is expected to be returned for analysis. This report will be updated when analysis is complete, or if further information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer would not boot up. Detailed testing found a damaged component on the input/output printed circuit board (pcb). Two pcbs were exchanged, and the floppy disk drive was also replaced because parts of a floppy disk were stuck in the drive. After the repair, the programmer was functional again.